Event description:
It was reported the patient complained of discomfort at her ipg site. The physician explanted and replaced the patient's ipg with a smaller model. The patient reported the discomfort was alleviated as a result of the new ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.